Event description:
Additional information received reported that patient was going to be sent out for a CT or x-rays. It was reported that the system was "working fine" and that all impedances were "within normal limits". It was stated that the patient was receiving stimulation in her pain areas. It was noted that the patient stated she had extreme pain and when she turned her stimulator off the pain became worse. The patient was going to follow up with her doctor to determine what could be done about her following imaging. Further information has been requested and if received a supplemental report will be sent.

Event description:
It was reported that the patient 'did not think the stimulator was working right' and felt a loss of therapeutic effect. The patient stated that she 'had been cutting back on her medication.' It was noted that the manufacturing representative helped the patient recharge her device. The patient stated that she could feel the stimulation in the right location, but it was only 'somewhat covering the pain.' The patient further stated that 'she was an absolute wreck' and 'while at a function, she thought she was going to pass out because her pain was so bad.' The patient further stated that 'she could not lie back in a chair with the stimulator implanted' it caused 'through the roof' pain for her.' It was noted that the patient's adaptive stimulation worked when the patient was on her stomach, but not when she was on her back. It was further noted that the patient turned her stimulation off the other day while at the dentist's office. The patient stated that it only took about an hour for the stimulation to 'get caught up' if she took her medication. It was noted that 'if she let the pain get ahead of her, then it could take several hours to get caught up.' It was further noted that the patient walked a quarter of a mile per day. It was noted that the patient had a physician's appointment scheduled on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient "may have turned off her stimulator because it did not seem to be helping, but she was not sure." It was noted that the patient had a scheduled appointment on (B)(6) 2012 with her physician and manufacturing representative. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n335800, implanted: (B)(6) 2012, product type accessory. (B)(4).